Event description:
The company was informed that the pt reportedly had no sound and the electrodes of the device were open. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.